Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Leaks may occur due to, but are not limited to, manufacturing, damaged seals, device handling, cap rotation technique, and/or interaction with associative devices. The copilot bleedback control valve (bbcv) device contains two seals. One seal (bbc) is opened and closed by depressing or releasing the cap. The other seal (clamp) is opened and closed by rotating the cap in either a counter-clockwise or clockwise direction. It may be possible that the bbc seal was damaged or the clamp seal was not securely closed around the associated devices. A review of the lot history record was performed and indicates that this lot met all the manufacturing release requirements. There were no non-conforming material records associated with this lot number and a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, without having the copilot for investigation, a conclusive cause for the reported leak could not be determined. However, based on the lot history record and similar incident results, there is no indication to suggest a product quality deficiency. To ensure damage to the copilot does not occur as a result of a product deficiency, all copilot bleed back control valves are subjected to a visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality, including performing a leak test on a sample of units from each lot.

Event description:
Reportedly during the procedure, the co-pilot leaked. The device was changed out for another co-pilot and the procedure was completed without further incident. There were no adverse patient effects reported. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.